Event description:
The customer reported a "24 hour battery charge" error. This error will force an uncommanded system shutdown. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The maintenance batteries were evaluated and replaced. The system was tested and found to be operating as intended.